Event description:
Led do not work. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed out qat from heartsine technologies on the 30th april 2018. Upon receipt the left pad icon led failed to illuminate, as per the reported fault. Excess silicone was observed the membrane tail and upper case, which had positioned the tail around a tighter bend and led to a fracture of track 2 (left_pad_led). This had resulted in an intermittent connection on this line. As the operation of the left pad led was verified during final unit test, it is likely that the fracture had developed after this time due to additional stress on the membrane tail at this point. The issue shall be investigated under (B)(4). It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Led do not work. There was no patient involved in this event.